Manufacturer narrative:
The investigation of product damage (cannula kink) has been completed. The data logs confirmed low pump flow when pump started & remained to the rest of the case. Visual inspection found a kink on can about 15 mm from of cage and can bonding site. No other issues were found on the rest of the pump. The root cause of low flow was kinked cannula. D9 date device returned to manufacturer added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a pump was observed to have a significant kink in the cannula. As a result, the pump was removed with an intra-aortic balloon pump. The patient expired. However, there was no additional information. The relationship between the impella and cause of death is unknown.